Event description:
Boston scientific received info that during a follow up visit, this atrial lead exhibited intermittent loss of capture and sensing. A revision procedure was performed; the lead was removed, replaced, and returned for analysis. Implant and explant dates are unavailable.